Manufacturer narrative:
Concomitant products : 305c25 tissue valve implanted (B)(6) 2009, 7427 pain stimulation ipg implanted (B)(6) 2004, 3998 pain stimulation lead implanted (B)(6) 2004, 748940 x2 neuro extensions implanted (B)(6) 2004, 4058m-52 lead implanted (B)(6) 1995.

Event description:
It was reported by the patient that "the device has been shocked and shut off." Follow-up with the physician's office was attempted, but no information could be obtained. The device remains in use. No patient complications have been reported as a result of this event.